Event description:
Serious injury. Gum tissue was burned while sagittal split drill bit was used with the trocar handle.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (4) 2006 to (B) (4) 2008 were the scope of this retrospective review. These events were part of a retrospective summary report being submitted under exemption (B) (4). There is 2 events associated with this event type (serious injury) and product code (hbe).